Event description:
The customer contacted baxter?s technical service center to report inaccurate fluid readings on a homechoice (hc) device. The registered nurse (rn) stated that the machine was not showing I-drain volumes, dwell times, or ultrafiltration (uf); instead it showed zeros. She was not near the machine at the time of the call. She did not feel comfortable going through the alarm log with the hp, and requested a swap. The rn will program the new hc. The baxter technical service representative (tsr) initiated a swap of the device. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. The hp has manual supplies. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and was evaluated by the product analysis lab (pal) for the customer reported issue of inaccurate fluid readings on a homechoice (hc) device. The registered nurse (rn) stated that the machine was not showing initial drain volumes, dwell times, or ultrafiltration (uf); instead it showed zeros. A review of the event log showed on the date of the reported complaint, the home patient encountered numerous low drain volume alarms during initial drain that continued for approximately 4 hours. The home patient then turned off the device for over two hours which terminated the therapy with no initial drain volume or uf volume. No dwell time was recorded due to the low drain volume alarm issue, resulting in home patient aborting the therapy prematurely. The device functioned as intended in this case. All other therapy information was recorded in the device logs. The device passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test. An internal / external inspection was performed and passed. A check of the pneumatic system found the pneumatic system working to specifications. Multiple short simulated therapies were performed and passed successfully. No failure or malfunction was identified with the device that could have caused or contributed to the reported issue. The reported issue of inaccurate fluid reading was not confirmed. The device functioned as intended. The assignable cause was undetermined. The device was sent for servicing.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.